Manufacturer narrative:
A ge svc rep performed an onsite investigation. The cb1 circuit breaker was evaluated and reset. The sys was tested and found to be working as intended and returned to svc.

Event description:
The customer reported that the sys failed to power on and boot to a usable state. No pt or user injury was reported.